Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during basic occlusion test and unable to prime during the prime test due to faulty force sensor. The motor passed motor test. The device had minor scratched lcd window.

Event description:
Customer reported a motor error alarm during rewind. Customer's current blood glucose reading is 74 mg/dl. No further information reported.